Event description:
It was reported that a malfunction alarm occurred with a pump in norway, identified by malfunction code malf 12-0x2071. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as backup therapy while technical support arranged for a replacement pump.